Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
The customer stated for two weeks she had been getting high blood glucose readings on the contour next link 2.4, and the pump would dispense insulin accordingly. She felt as if her blood glucose was low, so she compared her readings to a different meter. The contour next link 2.4 readings were 589, 250 and 371mg/dl. The readings from the other meter were 255, 80 and 155mg/dl, respectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.